Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. This usm was returned for failure analysis, and the reported error was confirmed and replicated. In logs, the 32056 error was found indicating usm2 failed to initialize in device, confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where usm current test was found to be failing on dof3. Once testing was completed, the pitch search light was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch search light assembly was found to be the root cause of the reported event. Review of the provided image was consistent with the passed usm insertion test.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that arm 2 kept faulting out. The tse reviewed the logs and found repeated 32056 errors for arm 2. Prior to calling in, the customer power cycled the system, and it faulted out at power up. The tse had the customer hard power cycle the patient side cart (psc) and again it faulted at power up. The customer only needed three arms for the case, so the tse walked them through disabling arm 2. The procedure was completing as planned with no reported injury.